Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The device was not returned with the capsule separate from the delivery system. The capsule trocar needle was fully advanced, but no blood or tissue was present. The plunger had been fully depressed and then retracted.